Event description:
Clinical Narrative:An Impella CP was inserted via the right femoral artery to support a 67 year old female who had been admitted in with indication of Acute Myocardial Infarction and Cardiogenic Shock, presenting per documentation in Society for Cardiovascular Angiography and Interventions Stage E Shock. Underlying medical history was inclusive of renal insufficiency. In addition to the Impella CP she was supported by the primary support device of Extra Corporeal Membrane Oxygenation (ECMO), as well as Inotropes and Vasopressors. The CP would act as a ventricle vent for the ECMO.The CP pump was inserted when after 2 days of support there was a suspected cerebrovascular accident (CVA). The CVA was diagnosed by imaging which revealed a subacute left cerebellar hemisphere infarct and extensive chronic ischemic changes. The team did not intervene upon the cerebral anatomy and the pump remained on for support.As the support continued, on day 6 there was an observation made of a possible Gastrointestinal bleed. A colonoscopy was performed which found blood clots and blood coming from the small bowel. The team did infuse blood products to the patient of an undocumented number of units and cleared the colon out. There is an allegation of the contribution of CP pump being a possible cause of the bleed. There was however no heparin within the pump purge, rather sodium bicarbonate. The patient additionally was noted to be on dual antiplatelet therapy, including Bivalirudin.The anticoagulation deemed necessary for the angioplasty and multiple mechanical support (MCS) devices can contribute to bleeding, such as the gastrointestinal bleeding.While on support the CP device functioned as expected, Performance level 4 with 2.4L/min flow with sodium bicarbonate in the purge solution.After 10 days of the CP and ECMO support, the decision was made to withdraw care. The patient expired after the 10 days, which is beyond the indicated use time for the Impella CP. The death is conservatively being reported to the Impella CP but is unlikely related, and is most likely attributed to patients underlying critical condition as they presented in SCAI Stage E shock, on inotropes and vasopressors, and was supported by multiple MCS devices.

Manufacturer narrative:
A5. Ethnicity is unknown.A6. Race is unknown.This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Abiomed Inc, or its employees that the report constitutes an admission that the product, Abiomed Inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.